Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient noticed they are gradually charging the implant more frequently. Caller stated they have to charge the implant every other day. Caller stated that when they were implanted they were told they would only have to charge once a week. Caller stated they would have never had the device implanted if they knew that they were going to have to charge so often. Caller stated they will likely just have the unit replaced and maybe with a non rechargeable. Agent reviewed with caller how settings and usage affect charge frequency. Caller stated they have theirs set to a level that no longer requires them to need spinal injections. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that their battery started dying so they had the device explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.